Event description:
It was reported that balloon ruptured. A 3.50 x 30 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During procedure, on inflation balloon ruptured spontaneously at 2 atm. The ruptured balloon was removed with no harm to patient. The procedure was completed using alternate device. There was no patient complication reported.